Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES, one patient was not showing up on the station. The customer stated that server had been down throughout the day and later came back online. The user reported that a new patient's orders had been verified, but the user was unable to see the patient's name on the station to retrieve medications. The customer stated that this malfunction occurred when the user tried to issue medication to the patient. However, there was no delay to patient care and adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for SN (b)(6) was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.A review of the device history record for SN (b)(6) was performed from the date of manufacture, 07-MAR-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.Upon investigation of the actual device of this incident, it was determined that the network outage on customer end. A Technical Support Specialist (TSS) confirmed that the station was online in Remote Smart Service (RSS) verified the patient was admitted in PES and validated that the unit and area configurations were correct. The admission inactivity setting was configured for 60 days, and the patient's admission date was within the valid range. TSS then dialed into the station and confirmed that the patient was visible on the station. The issue appeared to have been resolved, and the customer later confirmed that a network outage on their end had caused the problem and that all functionalities had returned to normal. The system functioned as intended after the Technical Support Specialist investigated the device.